Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Doesn't work properly, no clips loaded. No clinical impact to the patient. Opened a new device. Information received from applied medical representative via email 5dec23: the instrument was used during a laparoscopic cholecystectomy. It is unknown when the event occurred, between september 5th and october 5th. The trigger was not easy to operate, "preloading" was heavier and sometimes clips did not come out. Patient status: no clinical impact to the patient. Intervention: opened a new device.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1490315, was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: trying to clip. Doesn't work properly, no clips loaded. No clinical impact to the patient. Opened a new device. Information received from applied medical representative via email 5dec23: the instrument was used during a laparoscopic cholecystectomy. It is unknown when the event occurred, between (B)(6) 2023 and (B)(6) 2023. The trigger was not easy to operate, "preloading" was heavier and sometimes clips did not come out. Patient status: no clinical impact to the patient. Intervention: opened a new device

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.